Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds a few hours after its implant and was later found dislodged via x-ray. A revision procedure was performed in which the lead was successfully repositioned. The rv lead remains in service. No additional adverse patient effects were reported.